Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. An investigation of the event is currently on-going. A follow-up MDR will be sent when the investigation is completed.